Event description:
Pt came in for routine hemodialysis tx. Pt connected to machine using tessio catheters & using approved procedures. Venous line became disconnected during 1st 5 min of treatment. Connections were soaked with betadine & treatment was restarted. Pt remained assymptomatic throughout & after incident. No alarms sounded during the incident. Approx 100-150 cc. Blood was lost.